Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. Two samples were received for evaluation. After performing an inspection per procedure; the reported condition was not observed with the samples received. The received samples met specifications. The condition reported was not observed in the product; therefore, the root cause was not identified. A review of the process also did not determine a root cause. No corrective actions are deemed necessary at this moment. The process is running according to product specifications meeting quality acceptance criteria. The manufacturing site will continue monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Added the initial reporter's phone number.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that over the last 6 months the kangaroo nasogastric tubes have been breaking, especially with extended use greater than 1 week. The customer further reported that they are splitting at the join between the enfit port and at the side of the medication port. It was also noted that there was leaking at the enit to the pump set connector and the enfit port is also breaking during use.